Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found a large amount of water droplets in the balloon and extension tube. Due to the amount of condensation observed, iabp support was determined to be unnecessary and the balloon was removed. No abnormalities were found and the unit passed all functional, autofill and operational test.

Event description:
It was reported by the customer that during use the cs300 intra-aortic balloon pump(iabp) had a large amount of water droplets in the balloon and extension tube and had automatic filling error. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact person: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.